Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent and abdominal pain. The cause of peritonitis was unknown. There was no report of hospitalization. On the same day of diagnosis, the patient was treated with vancomycin injection (1g, every 72 hours, intraperitoneal, ongoing), ceftazidime injection (1g, once daily, intraperitoneal, ongoing) and tab fluconazole (150mg, once daily, orally, ongoing) for peritonitis. At the time of this report, the patient is recovering from the peritonitis. Pd therapy is ongoing. No additional information is available.

Manufacturer narrative:
Additional information: b5. B5: upon follow up, it was reported on an unknown date, the patient recovered from the peritonitis. Should additional relevant information become available, a supplemental report will be submitted.